Event description:
It was reported that the patient presented to the emergency room (ER) after receiving multiple therapies. Upon review, it was noted that the shocks were inappropriately delivered due to noise on the ventricular channel. It was discussed that the amplitude of the noise artifact was too large for sensitivity adjustment to be a possible resolution. Tachy therapies were turned off and the patient was admitted. On 11/22/2017, lead revision was performed and a new lead was implanted. Information regarding patient condition after the procedure could not be obtained.